Event description:
On (B)(6) 2010 patient reported she has received the e6 (mechanical error) alert 3 or 4 times this month. Patient stated the error is causing her blood glucose levels to fluctuate. Patient reported she was in a meeting on (B)(6) 2010, received the e6 alert and could not leave the meeting causing her readings to go up. Patient reported her readings were under 184 mg/dl while she was off of the infusion device by taking injections. Patient stated she has been on the backup infusion device since she arrived home last night. Patient's normal blood glucose range is 84 mg/dl to under 200 mg/dl. Patient reported she will switch back to the primary infusion device on (B)(6) 2010. Will continue to troubleshoot. Attempts to follow up with patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.